Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had syncope associated with vf episode which was treated by shock. Review of device records also showed non-sustained vt episodes which fell below the device detection rate. The device was reprogrammed to resolve the issue.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-16624, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).